Event description:
It was reported that the ilet displayed alert 41 indicating an insulin absolute range error that persisted after a restart, and the user experienced difficulty inserting the cartridge after a rewind; the user switched to backup therapy and the device will be returned. Symptoms included no reported adverse clinical effects, with a reported blood glucose of 92 mg/dl. Outcomes included user interruption of ilet therapy and transition to backup therapy. Investigation included remote verification of the alert and guided troubleshooting and education, followed by replacement shipment and coordination for device return. Investigation of this case revealed a suspected device malfunction related to insulin delivery control, potentially involving the cartridge interface or drive system, as evidenced by the persistent alert despite restart and difficulty loading the cartridge. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction pending physical evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.